Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 years post-implant, it was reported that the pt developed sepsis, the pump power increased to 12 watts and the pt's lactate dehydrogenase (ldh) levels had increased. The aortic valve did open with every beat but it was reported that the pump "doesn't unload the left ventricle sufficiently." A decision was made by the hospital team to exchange the device on (B)(6) 2014. Add'l info received indicated that 3 months prior the pt was placed on the urgent transplant list for an infection and was transferred from the implanting center to the currently hospital. Since the pt had the pump exchange he has been removed from the urgent transplant list.